Event description:
It was reported that the patient had generator and lead explant surgery. The electrodes were not removed off of the nerve. The explanted products were discarded. Therefore, analysis is unable to be performed.

Event description:
The physician's office reported that the warmness and inflammation were not related to stimulation since the device was off but may have been related to presence of the device. The cause was unclear, but the parents requested explant as they believed that the vns may have been triggering seizures although the device was off.

Event description:
A vns treating neurologist's office reported on (B)(6) 2012 that the patient presented with high impedance. Clinic notes dated (B)(6) 2012, were later received which reported that the patient was having several generalized tonic-clonic seizures but had not had one in the last month. The notes revealed that the patient's symptoms were unchanged. Diagnostics on this date revealed high impedance. The patient's settings were not changed on this visit. The patient was instructed to continue current medication dosage. Follow up with the physician revealed that no trauma or manipulation that was believed to cause or contributed to the high impedance. The physician turned off the device on (B)(6) 2012, due to the high impedance issue. The device was previously set at 0.5ma output current. No x-rays are being taken at this time, but plans are being made for the patient to get a full revision. However, the surgery has not occurred to date.

Manufacturer narrative:
Adverse event or product problem, corrected data: the supplemental report #2 inadvertently did not report this data. Outcomes attributed to adverse event, corrected data: the supplemental report #2 inadvertently did not report this data.

Event description:
Additional information was received indicating the patient's mother decided not to pursue vns revision surgery at this time due to the patient having good control on medications.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the patient was referred for explant. The patient's caregivers reports noticing warmth and slight inflammation in the left neck and cheek, especially with onset of seizure activity. Clinic notes dated (B)(6) 2014 reported that there were no recent medication changes and unclear reason for seizures but may have been related to stresses. No medication changes were made. The caregiver expressed concern that vns may be triggering the patient's seizures although the device is still programmed off so the patient is not receiving vns therapy. Surgical intervention has not taken place to date.